Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture and had blank display. The customer's blood glucose level at the time of incident was 217mg/dl. The customer states the pump was exposed to rain water. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, operating currents, off no power or excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.